Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new patients were not crossing over, and they were unable to retrieve medications for those patients. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patients were not crossing over to the station. A technical support specialist dialed into the station and confirmed that the station time was off by a couple of minutes, opened a command shell and started a powershell session, then ran the get time zone command and verified that the station was set to mountain standard time mst. Proceeded to update the station time manually by entering the command. Confirmed that the time was successfully updated. The system functioned as intended after the technical support specialist troubleshot the device.